Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip. Unable to prime during the prime test due to the loose/protruded drive support disk. No motor error alarms noted. The motor passed the motor test. The pump had high idle currents due to corrosion on the lcd board. The pump passed the run currents, off no power, unexpected restart, basic occlusion, displacement, and self tests. Unable to perform the occlusion or no delivery tests due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received a few motor errors throughout the day. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.